Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reloaded the system software and set the basic input output system. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would stop working at start up. No pt injury was reported.